Manufacturer narrative:
(B)(6).

Event description:
The field service engineer reported on behalf of the customer that the constant flow has changed and that is not normal. The device was in patient use at the time of the event. Further information is pending.

Manufacturer narrative:
The field service engineer (fse) tested the ventilator and could not duplicate the issue. The ventilator runs well. The fse explained operating instructions to the customer. The root cause is unknown.